Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and noted a nylon suture or thread on the lens. The incision was enlarged, vitreous was observed, and the posterior capsule was damaged. The lens was removed, a vitrectomy was performed and the incision was sutured, after another staar lens was implanted. This customer uses the amo series injection system with this lens and is aware that it is off label use.

Manufacturer narrative:
Vitrectomy - eval results: a work order search was performed and there were no similar complaints found.